Manufacturer narrative:
E1: patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 05-jul-2024, it was reported that the patient faced infusion set was leak dislodged from the site (popped out). The infusion set was in use for 2 days. No further information available.